Manufacturer narrative:
A visual examination of the returned device revealed that the stent had been deployed and was not returned for evaluation. The outer sheath was closed to the tip on the device indicating that the outer sheath had been closed to the tip prior to withdrawal of the device as per the directions for use. During a functional analysis, the outer sheath was unable to be retracted so the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. A dark sticky substance (possibly bile) was noted on the inner shaft and inside the outer sheath. The compressed area of the inner shaft was kinked at 265 mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was attempted to be implanted within the left hepatic duct on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the procedure is a hilar cholangiocarcinoma. The patient's anatomy was reported to be "somewhat" tortuous, and was not dilated prior to the stent placement. No visible issues were noted to the device. During the ercp procedure, the stent started to prematurely deploy within the patient. The physician stopped releasing the stent and attempted to reconstrain it back onto the delivery catheter, but it was unsuccessful. Subsequently, the partially deployed stent was pulled back into the scope; however, during withdrawal, it fully deployed within the scope. The entire device was able to be removed from the patient and another wallflex biliary rx uncovered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was attempted to be implanted within the left hepatic duct on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the procedure is a hilar cholangiocarcinoma. The patient's anatomy was reported to be "somewhat" tortuous, and was not dilated prior to the stent placement. No visible issues were noted to the device. During the ercp procedure, the stent started to prematurely deploy within the patient. The physician stopped releasing the stent and attempted to reconstrain it back onto the delivery catheter, but it was unsuccessful. Subsequently, the partially deployed stent was pulled back into the scope; however, during withdrawal, it fully deployed within the scope. The entire device was able to be removed from the patient and another wallflex biliary rx uncovered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the reported issue of stent partially deployed. (B)(4) for the reported issue of stent prematurely deployed. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.